Event description:
Reporter indicated that patient's lead was explanted due to suspected lead break. The patient's generator was replaced at the same time prophylactically because the device had been programmed to aggressive settings (rapid cycling). Attempts to obtain additional information have been unsuccessful to date.